Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the patient's blood pressure and respiratory rate dropped. The patient was given oxygen to relieve the shortness of breath. An echo was performed after the implant procedure and revealed a pericardial effusion. The physician is unsure if this was due to the implant procedure or an unrelated procedure before the implant. The patient was stable with no adverse consequences. Additional information was requested, but was unavailable.